Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that there was a battery out limit and she changed the battery out a few days ago. The customer stated that the pump acts like there is no battery in the pump and the screen goes blank. The customer stated that the pump has not been exposed to moisture. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to insert new aaa alkaline batteries. The customer will be sent a replacement pump.